Event description:
In 2002 pt underwent total abdominal hysterectomy with burch abdominal sacral colpopexy and retropubic urethropexy. In 3 occasions in 2003, pt underwent surgery for repair of vaginal cuff.